Event description:
It was reported that a minicap transfer set experienced a leak near the clamp. This issue was noticed before use. There was no patient involvement, injury and no medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been reported to be available. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was unknown when the reported event occurred. The cause of the reported condition was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.